Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Patient also reported experiencing ineffective stimulation (reference reg report:1627487-20119-09189), (reference reg report:3006705815-2019-03086) (reference reg report:3006705815-2019-03087). In turn, the patient underwent surgical intervention wherein the entire system was explanted and replaced. Effective therapy was established, post-operatively.